Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, they recently had a bloodstream infection in one of their patients. After conducting a review, it was found that one of the contributing factors may have been the multiple lab draws from the circuit. The nurses shared that due to the design of the port, specifically the recessed septum, it can be challenging to adequately scrub the surface of the port prior to access. An additional antibiotic had to be used. It was stated that a change of treatment plan was the clinical outcome due to the event. There was no blood loss, and blood transfusion was not required.

Manufacturer narrative:
Additional information: g3. Correction: removed h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during cvvhd (continuous veno-venous hemodialysis), they recently had a bloodstream infection in one of their patients. After conducting a review, it was found that one of the contributing factors may have been the multiple lab draws from the circuit. The nurses shared that due to the design of the port, specifically the recessed septum, it can be challenging to adequately scrub the surface of the port prior to access. An additional antibiotic had to be used. It was stated that a change in the treatment plan was reported as a remedial action and was the clinical outcome resulting from the event. The procedure was completed after the remedial action. Nothing unusual was observed on the device prior to use. There were no other products being utilized with the device. Priming was done, and the result was normal. Citrate was the anticoagulant administered. The bsi was confirmed by blood cultures. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no blood loss, and blood transfusion was not required.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during cvvhd (continuous veno-venous hemodialysis), they recently had a bloodstream infection in one of their patients. After conducting a review, it was found that one of the contributing factors may have been the multiple lab draws from the circuit. The nurses shared that due to the design of the port, specifically the recessed septum, it can be challenging to adequately scrub the surface of the port prior to access. An additional antibiotic had to be used. It was stated that a change in the treatment plan was reported as a remedial action and was the clinical outcome resulting from the event. The procedure was completed after the remedial action. Nothing unusual was observed on the device prior to use. There were no other products being utilized with the device. Priming was done, and the result was normal. Citrate was the anticoagulant administered. The bsi was confirmed by blood cultures; however, an organism was not shared due to confidential information. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no blood loss, and blood transfusion was not required.